Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with two 420cc mentor smooth round high profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The patient diagnosed the deflation as they felt the breast being squishy and the water coming out as they adjusted their sports bra. As a result, the patient was scheduled for implant explantation and replacement with mentor gel breast prosthesis on (B)(6) 2021.

Manufacturer narrative:
On april 1, 2021, mentor received additional information indicating that the patient's right breast has always been higher and larger than the left breast. In addition, the right breast capsule was also reported to be relatively thickened. The patient also underwent circumferential capsulotomy prior to the removal and replacement. On april 11, 2021, the product investigation was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 17, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the patient had undergone bilateral replacement with the following devices: (right) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 9519560 sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7625047 sn: (B)(6). On february 25, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 420cc breast implant had an area of missing material on the anterior view, measuring approximately 4.5 cm x 3.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. A second product was received 9406623 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).